Event description:
The olympus representative reported the up/down angle on endoeye flex deflectable videoscope was hooked (gets stuck when angle was activated). No patient injury reported. During the evaluation of the device, it was noted images could not be obtained due to damage to the imaging unit caused by external factors. This report is to capture the reportable malfunction of images could not be obtained due to damage to the imaging unit caused by external factors noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The right/left lever did not operate smoothly due to damage to the bending tube caused by external factors. The bending section cover adhesive was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a defect in the board inside the video connector. Olympus will continue to monitor field performance for this device.